Event description:
It was reported that this device had exhibited elective replacement indicator (eri) and end of life (eol) sooner than expected. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion condition. Subsequently, this device was explanted and replaced. No additional adverse events were reported.